Manufacturer narrative:
MDR-3009897021-2021-00171 submitted on 16-jul-2021 noted the following: section b5 describe event or problem: on 24-jun-2021, the following information was provided to kci by the patient: v.a.c.® therapy was still on hold as the wound was bleeding "more than it should." The activ.a.c.¿ ion progress¿ remote therapy monitoring system had been placed on hold as it was pulling blood and the patient required a blood transfusion. The bleeding was dissipating, and the patient was scheduled to follow up with the surgeon for possible resumption of v.a.c.® therapy on (B)(6) 2012. The physician was unsure what is causing the bleeding. Correction: section b5 describe event or problem: on 24-jun-2021, the following information was provided to kci by the patient: v.a.c.® therapy was still on hold as the wound was bleeding "more than it should." The activ.a.c.¿ ion progress¿ remote therapy monitoring system had been placed on hold as it was pulling blood and the patient required a blood transfusion. The bleeding was dissipating, and the patient was scheduled to follow up with the surgeon for possible resumption of v.a.c.® therapy on (B)(6) 2021. The physician was unsure what is causing the bleeding.

Event description:
On 24-jun-2021, the following information was provided to kci by the patient: v.a.c.® therapy was still on hold as the wound was bleeding "more than it should."...the bleeding was dissipating, and the patient was scheduled to follow up with the surgeon for possible resumption of v.a.c.® therapy on (B)(6) 2021.

Event description:
On 05-oct-2021, medical records were provided to kci by the physician which noted the following: on (B)(6) 2021, v.a.c.® therapy was discontinued as the "goal of therapy" had been met. On 06-oct-2021, a device evaluation was completed by kci quality engineering. On 05-oct-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained from the physician and regarding the device, kci's assessment remains the same; kci could not determine that the alleged bleeding requiring a blood transfusion was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient resumed and utilized v.a.c.® therapy after the alleged event until (B)(6) 2021 with no further issues reported. The device passed quality control checks before and after patient placement.

Manufacturer narrative:
The patient declined to return the device; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged bleeding requiring a blood transfusion is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. V.a.c.® therapy was suspended on (B)(6) 2021; however, on (B)(6) 2021, the patient reported continued bleeding and lightheadedness unrelated to v.a.c.® therapy. The patient's hemoglobin level remained unchanged since (B)(6) 2021, post transfusion. Furthermore, the patient refused the exchange of the device and reported that there were no issues with the unit. The physician plans to resume therapy. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: on (B)(6) 2021, v.a.c.® therapy was placed on hold due to bleeding. On (B)(6) 2021, the following information was provided to kci by the patient: v.a.c.® therapy was still on hold as the wound was bleeding "more than it should." The activ.a.c.¿ ion progress¿ remote therapy monitoring system had been placed on hold as it was pulling blood and the patient required a blood transfusion. The bleeding was dissipating, and the patient was scheduled to follow up with the surgeon for possible resumption of v.a.c.® therapy on (B)(6) 2012. The physician was unsure what is causing the bleeding. On (B)(6) 2021, the following information was provided to kci by the medical assistant: there was no documentation by the surgeon from the (B)(6) 2021 progress note that alleged v.a.c.® therapy caused or contributed to the bleeding event. On (B)(6) 2021, the following clinical records from the physician were received by kci which noted the following: the patient was admitted to the hospital (B)(6) 2021 due to hypotension and anemia. The patient received two units of blood and fluid with resolution. On (B)(6) 2021, the patient presented for a follow up wound evaluation and though the wounds had improved, the patient reported continued bleeding and light-headedness, though not as severe. The patient's hemoglobin level was unchanged from (B)(6) 2021, post transfusion. The patient was referred to their cardiologist for further evaluation of ongoing issues with hypotension. On 25-may-2021, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. The patient declined to return the device; therefore, a device evaluation could not be performed.